Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the keypad buttons were sticking. There is no further information regarding this complaint available at this time. There is no adverse event with this complaint. This complaint is being reported because the alleged complaint could not be resolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 07/09/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the up arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.